Event description:
An intera 3000 hepatic artery infusion pump was slow to prep prior to implant (serial number (B)(6)). The pump was prepped per standard procedure. It was reported that the pump was placed in an insufficent level of saline at 120 deg f. Intera clinical notified the circulator nurse and the circulator added approximately 500 ml's of warm saline to submerge the pump. The temperature of the saline dropped to 95 degrees. It took several minutes to bring the temperature back up to 120 degrees. Pump preparation continued while the pump was submerged to the septum only, as per protocol. The pump was emptied and filled and then the catheter pathway was flushed approximately 10-15 minutes later. It was reported that the or staff was amid a shift change protocol that distracted away from preparing the pump while the previous steps were taking place. The fluid level was brought back up to submerge the pump after flushing the catheter, as per protocol: the scrub nurse wiped away fluid from the tip of the catheter and we added an additional 200-250 ml of room temperature saline to expedite bringing the temperature down to 95 degrees. After 10-12 minutes at 95 degrees, there was no bead/sphere forming at the tip of the catheter. At this point, the surgeon observed the pump and catheter tip and was concerned that no bead was forming. He expressed concern that the pump was not working properly: at that time, intera representatives instructed the scrub nurse to do a repeat flush of the catheter and raised the temperature to 98 degrees. At approximately 10 minutes later, a small sphere did form at the tip of the catheter indicating flow: at that time, intera representatives assured the surgeon the pump was working. However, the surgeon did not want to move forward with this pump and decided to prepare the backup pump. There were no issues with the backup pump and the surgeon successfully implanted the device.

Manufacturer narrative:
The device was returned and evaluated under protocol at intera oncology. The device passed all performance tests including visual inspection, pump prep per IFU, reservoir evacuation and bolus flush, 7-day flow test at 37°c, inadvertent bolus test, and pressure/volume test. The device history record was reviewed. There were no nonconformances or deviations that affected sn (B)(6); the device met all specifications prior to release from manufacturing. The complaint is unable to be confirmed based on the results of this investigation.

Manufacturer narrative:
Device evaluation is pending. When the evaluation is completed, a supplemental report will be filed.

Event description:
An intera 3000 hepatic artery infusion pump was slow to prep prior to implant (serial number (B)(4)). The pump was prepped per standard procedure. It was reported that the pump was placed in an insufficient level of saline at 120 deg f. Intera clinical notified the circulator nurse and the circulator added approximately 500 ml's of warm saline to submerge the pump. The temperature of the saline dropped to 95 degrees. It took several minutes to bring the temperature back up to 120 degrees. Pump preparation continued while the pump was submerged to the septum only, as per protocol. The pump was emptied and filled and then the catheter pathway was flushed approximately 10-15 minutes later. It was reported that the or staff was amid a shift change protocol that distracted away from preparing the pump while the previous steps were taking place. The fluid level was brought back up to submerge the pump after flushing the catheter, as per protocol: the scrub nurse wiped away fluid from the tip of the catheter and we added an additional 200-250 ml of room temperature saline to expedite bringing the temperature down to 95 degrees. After 10-12 minutes at 95 degrees, there was no bead/sphere forming at the tip of the catheter. At this point, the surgeon observed the pump and catheter tip and was concerned that no bead was forming. He expressed concern that the pump was not working properly: at that time, intera representatives instructed the scrub nurse to do a repeat flush of the catheter and raised the temperature to 98 degrees. At approximately 10 minutes later, a small sphere did form at the tip of the catheter indicating flow: at that time, intera representatives assured the surgeon the pump was working. However, the surgeon did not want to move forward with this pump and decided to prepare the backup pump. There were no issues with the backup pump and the surgeon successfully implanted the device.